Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately high control solution results. The reporter obtained control solution readings between "155-160mg/dl" on the subject meter (onetouch verio iq). This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (05/16/2015). Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patient¿s control solution and test strips have been returned on 3/10/2015, evaluated by lifescan product analysis on 4/30/2015 and 5/4/2015 respectively with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additionally, when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding these complaints, a follow up report will be submitted. At this time, lifescan considers these matters closed.